Event description:
It was reported the right ventricular lead exhibited high impedance measurements and capture elevated quickly. A lead fracture was suspected. During the lead revision, the physician had "extreme difficulty" advancing the stylet through the replacement lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.